Event description:
Customer reported that he had high blood glucose and his insulin pump was alarming motor error and no delivery. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to protruded/loose drive support disk. Unit received with cracked reservoir tube lip, scratched reservoir tube window and display window.